Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support in resetting the pump and was advised that the pump could continue to be used. Technical support instructed the caller to contact them again if the malfunction code reappeared, which the caller acknowledged and understood.